Manufacturer narrative:
As reported, during the procedure while stapling in the cooper's ligament using optifix straight, the stapler apparently slipped, causing the pilot tip (guidewire) to bend, which prevented subsequent staples from being ejected. There were loose and broken fasteners present and were removed from patient's body. The subject device is said to be available however, at this time it has not been received. Based on the information provided the most probable cause for the reported failure to fixate is the result of forces applied in use while firing into an underlying hard structure the cooper's ligament. A review of manufacturing records was conducted and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." And "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure while stapling in the cooper's ligament using optifix straight fixation device, the stapler apparently slipped, causing the pilot tip (guidewire) to bend, which prevented subsequent staples from being ejected. Reportedly, two staples could be placed on either side of the inferior abdominal wall arteries and veins, and one on the inner side. The loose and broken fasteners were removed from patient's body. The surgeon was the first-time user of the device and dry fried the device to check the problem re-occurrence. There was no patient injury.